Event description:
It was reported that the pump's high blood glucose reminder intermittently did not enunciate as anticipated. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.